Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic with no reported symptoms. It was noted that high voltage lead impedance was high on the right ventricular to can vector. The combined high voltage lead integrity check was lower than the monitor limit. Notifications were received for both values. Far field electrocardiogram (egm) vectors were tested and no noise was observed. The patient was to be monitored.